Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was the broken sdi cable.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The user facility reported that the issue was resolved by ordering a new coax end to the cable.

Event description:
A user facility reported to olympus that no image appeared unless the sdi cable was manipulated due to damage at the connection. The problem, as reported to olympus, was found at the beginning of a procedure. The intended procedure was completed after a delay. The same device was used to complete the procedure.